Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the self test and reset error test. However, intermittent up arrow button response due to moisture damage on the keypad trace. The insulin pump had dog chew marks, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported via phone, he attempting to bolus and when he pressed the up arrow button the numbers kept scrolling. He then removed the battery, reinserted it in 10 minutes, and the device alarmed unexpected restart. Customer's blood glucose was 370 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis. Troubleshooting for the unexpected restart was not possible as the buttons were unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.